Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On 20-jan-2025 the recipient_s parents reported that their child could no longer hear well with the device. The recipient has been re-implanted.

Event description:
On (B)(6) 2025 the recipient's parents reported that their child could no longer hear well with the device. Re-implantation will be scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.